Event description:
Received a report from a consumer indicating she sought a medical examination for vaginal pain and discomfort. Consumer advised her physician removed several pieces of a tampon pledget; and she is being treated for a yeast infection.

Manufacturer narrative:
We have requested and await the consumer's return of product for eval and date code info for investigation.